Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl with a large ketone level. The customer attempted to address the bg level with a bolus of insulin; however, it was unable to be delivered due to the occlusions. The customer changed the supplies on the pump. Due to the high bg and ketones, the customer was admitted to the hospital and was treated with fluids and insulin via the pump. Blood panels were performed. The high bg and ketones were resolved and the customer was discharged the same day.